Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. Pre-dilatation was performed and the xience v stent was deployed with an inflation of 14 atmospheres, for 15 seconds. Post-dilatation was performed with a non-abbott balloon; however, after dilatation, a dissection was noted, and was treated with another xience v stent. The result was good, and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The reported dissection is a known adverse event listed in the xience v instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.